Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for stimulation at the closed loop stimulator (cls) implant site receiving therapy. An x-ray was obtained which confirmed lead migration to the cls implant site. A revision procedure was completed to resolve the reported event.

Manufacturer narrative:
Additional devices used: evoke cap12 percutaneous lead kit: 60 cm; model: 102878; catalog: 3008; lot number: 9016208764. Evoke cap12 percutaneous lead kit: 60 cm; model: 102878; catalog: 3008; lot number: 9016245043.